Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04385. Related manufacturer reference number: 2938836-2019-04386. It was reported that during an initial implant procedure, after implantation of a right ventricular pacing lead, the physician attempted to implant a quadripolar passive lead in the left ventricle. Physician complained of tightness of sub-selector around the lv lead. The lead couldn¿t be advanced all the way through the sub selector of the inner catheter. Another inner catheter was used to complete the procedure. However, the distal coronary sinus (cs) was perforated/ dissected while using the cps universal delivery system outer and inner catheters. The perforation resulted in significantly lowered blood pressure, cardiac tamponade, and loss of pulse readings. The patient lost a significant amount of blood. The patient was administered chest compressions, received multiple external defibrillator shocks for spontaneous vf, and was administered an intrathoracic needle and chest tube to evacuate blood from the pericardium. The implant of the left ventricular lead was discontinued after the tamponade occurred. Upon hemodynamic normalization of the patient, a right atrial lead and a dual chamber pacemaker were implanted to complete the implant procedure. At the end of the procedure, the patient was minimally responsive, and the decision was made to attempt targeted body temperature management for more than 24 hours. The patient¿s current condition is stable.